Manufacturer narrative:
It should be noted: the reported treatment with insulin is inconsistent with the hospital meter¿s reported results. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The reported sensor was returned and investigated. The complaint is not confirmed. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture in keithley mode and applied current to perform linearity test. All results were within specification. Glucose count results were with in specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor was producing lower readings than readings received on a hospital meter. Caller also noted the customer received a ¿lo¿ (a reading less than 40 mg/dl/2.2 mmol/l) on her sensor. It was further reported that on (B)(6) 2018 customer was in the hospital (admitted ¿on a daily basis¿ for an unspecified, unrelated, issue) when the following comparisons were done: meter: 4.2 mmol/l (76 mg/dl) vs sensor: 2.2 mmol/l (40 mg/dl); meter: 5.3 mmol/l (95 mg/dl) vs sensor: 3.4 mmol/l (61 mg/dl) and meter: 5.8 mmol/l (104 mg/dl) vs sensor: 3.5 mmol/l (63 mg/dl). It is unknown how much time may have elapsed between the various comparisons. Caller noted the customer was given ¿more insulin dosage¿ by the healthcare provider. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Suspect device address) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor was producing lower readings than readings received on a hospital meter. Caller also noted the customer received a ¿lo¿ (a reading less than 40 mg/dl/2.2 mmol/l) on her sensor. It was further reported that on (B)(6) 2018 customer was in the hospital (admitted ¿on a daily basis¿ for an unspecified, unrelated, issue) when the following comparisons were done: meter: 4.2 mmol/l (76 mg/dl) vs sensor: 2.2 mmol/l (40 mg/dl); meter: 5.3 mmol/l (95 mg/dl) vs sensor: 3.4 mmol/l (61 mg/dl) and meter: 5.8 mmol/l (104 mg/dl) vs sensor: 3.5 mmol/l (63 mg/dl). It is unknown how much time may have elapsed between the various comparisons. Caller noted the customer was given ¿more insulin dosage¿ by the healthcare provider. No additional treatment was required. There was no report of death or permanent injury associated with this event.